Manufacturer narrative:
Product event summary: the data files and video files were returned and analyzed. The data files showed multiple notifications were received. The 3 videos showed affera mapping and ablation procedure on the reported event date. In conclusion, the reported issue was not confirmed through file analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afr-00001 catheter with lot 0013103104 number was returned and analyzed. No anomalies were identified during visual inspection of the catheter. During visual inspection of the sphere segment, material in/on the lattice was observed. The returned catheter passed the mapping and ablation tests with a test mapping system; no errors were triggered. No performance issues were identified with the returned catheter. The returned catheter passed tests for shorts and mapping. No errors were triggered. In conclusion, the reported material adherence to the tip was confirmed during testing; the catheter failed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure treating atrial fibrillation and atrial flutter, cavotricuspid isthmus (cti)-dependent flutter was verified by pacing prior to transeptal puncture. On intracardiac echocardiography (ice) imaging, the eustachian ridge was visible and a bulbous structure was observed on the inferior vena cava (ivc) side of the ridge, which did not appear as chiari formation or clot and was described as ¿structural or epithelial tissue in nature¿; there was no concern about the bulbous structure and no ice images were saved. Transeptal access was obtained twice without incident, the left atrium was pre-mapped, and a pulmonary vein isolation (pvi) plus roof and floor ablation was completed; ice was used extensively and no abnormalities were noted during this portion of the procedure. The catheter was then removed from the left atrium into the right atrium to verify cti line effectiveness, and the cti line was completed and secured using pulsed field ablation only; the patient was pre-treated with a vasodilator at physician discretion. At the end of the case, upon removal of the catheter from the sheath, unknown tissue was noted at the sheath valve; the tissue was not connected to the catheter, however tissue and blood were noted on the catheter lattice. The tissue was removed and visually inspected, described as long, thin, striated, white, and not easily broken apart, then collected and sent to hospital pathology for assessment. Pathology determined it was myocardial tissue. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.